Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg value 250) and insulin injections were administered to address bg. Contact had raised the basal rates in the pump personal profiles and the infusion set site was changed. Pump system check was performed with tandem technical support; no device issues were identified. Contact reported that as insulin injections were the "only way to bring bg into range", there was something "wrong with the pump". Although multiple attempts were made to follow up with the contact to discuss the event further, contact did not reply.